Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarm or frozen display noted. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. Pump error alarm (variable 3) during self test and confirmed in the pump history due to cold solder joint on u1 keypad assembly. Unit received with minor scratches on case, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a frozen screen. The customer¿s blood glucose level was 25 mmol/l at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.